Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the reported condition of the complaint device (driving cap f/insertion handle) is confirmed. The distal tip of the complaint device is broken at the threaded section and scratches are visible on the top of the proximal head. While no definitive root cause could be determined, it was possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Device history lot : part: 03.010.523, lot: 3l00119, manufacturing site: bettlach, release to warehouse date: 17.april 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, while placing the nail the instrument broke and part of the device got stuck in the handle. No patient consequence. This report is for one (1) driving cap f/insertion handle. This is report 1 of 2 for complaint (B)(4).